Manufacturer narrative:
The rse evaluated the device. It was determined that this was a malfunction of the capacitor which was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the capacitor failed. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.